Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, fold, and exchange due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, brown particles and underweight. A microscopic analysis was performed which identify a striated edge broken, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. Missing piece of the shell due to inconclusive. Additional, corrected and/or changed data: d.10, g.1., h.3, h.6.

Event description:
Healthcare professional reported right side rupture, fold, and exchange due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, fold, and exchange due to concern with the product. Device has been explanted.